Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had tube leakage. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the affected quantity is six (6) previously submitted as two (2). H4: the lot was manufactured from november 20, 2019 - november 21, 2019. H10: six (6) actual samples were received for evaluation. All samples were sliced near the top of the bag where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port tube and the spike port bonding area in all samples. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.